Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for routine follow-up. Device interrogation revealed a gradual increase in capture threshold and pacing lead impedance; the pacing lead impedance still being within normal range. The patient was paced in the ventricle less than one percent of the time but the patient became symptomatic with ventricular pacing. The physician elected to program the ventricular pacing off. The patient will be monitored.

Event description:
New information received notes that the patient experienced presyncope due to intermittent oversensing of noise that resulted in inhibited pacing. The noise was reproducible with patient breathing. The lead was capped and replaced.